Manufacturer narrative:
H.6. Investigation: samples received for investigation, syringes with a maxzero connector. Two syringes were evaluated for functionality and leakage, although the samples show small deformities in the pivot, the leak test was compliant, this indicates that the manufactured product meets the standards internal quality that guarantee its functionality. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that during draw the syringe was leaking medication with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions with same patient on same day. The following information was provided by the initial reporter: (1 of 2 complaints). We have a baby getting morphine and when the nurse drew it up in the 3cc lure-lok syringe and administered it through the max zero the morphine appeared to be dripping from the syringe. The nurse then flushed the line with a prefilled 3 cc flush and had no leaking. She then drew up saline in another 3cc lure-lok syringe and there was again leaking from the syringe. The lot number for the product is 9015815.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during draw the syringe was leaking medication with a 3 ml bd luer-lok¿ luer-lok¿ tip. This occurred on 2 separate occasions with same patient on same day. The following information was provided by the initial reporter: (1 of 2 complaints) we have a baby getting morphine and when the nurse drew it up in the 3cc lure-lok syringe and administered it through the max zero the morphine appeared to be dripping from the syringe. The nurse then flushed the line with a prefilled 3 cc flush and had no leaking. She then drew up saline in another 3cc lure-lok syringe and there was again leaking from the syringe. The lot number for the product is 9015815.